Event description:
Pt was undergoing an uneventful yag laser discission of a secondary cataract when the intraocular lens implant was discovered to have developed a major crack. This crack within the intraocular lens was felt by the operator to have developed during the use of the yag laser during ordinary operating usage of the laser. No excessive use of the laser could be attributed to the production of the lens defect, which was not observed prior to this procedure.